Event description:
It was reported by the patient that blood glucose levels rose above 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported insulin leakage caused by the cannula being bent and dislodged from the infusion site. The patient also reported symptoms of nausea and headache. As treatment, the pod was removed and replaced with a new pod, after which blood glucose levels began to improve.

Manufacturer narrative:
The device has received for investigation. A supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.